Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large air bubbles. The customer reported that they went through steps for removing air bubbles from the reservoir but they could not get the large air bubbles out of the reservoir. The customer's blood glucose was 347 mg/dl at the time of call. The customer declined to troubleshoot for the high blood glucose. The reservoir will not be returned for analysis.